Manufacturer narrative:
(B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that a vela ventilator touchscreen stopped responding to touch and delamination spots could be observed on the screen. The unit was not in use on a patient when the event occurred and there was patient involvement associated with the event reported to carefusion.

Manufacturer narrative:
Results of investigation: the vela front panel assembly was returned to carefusion for evaluation. The component was installed on a known good unit and tested. Upon startup, the touchscreen was responsive and functional. A touchscreen calibration was successfully performed. The reported problem could not be duplicated. Fluid ingress was present in the touchscreen which has been addressed through an internal investigation.

Event description:
There was no patient involvement, associated with the event, reported to carefusion.